Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient received assistance from his doctor and his concerns were resolved. The patient had an appointment date (B)(6)-2012.

Event description:
It was reported that "3 years ago" the patient's pump was not working for him and resulted in the patient being put on methadone. It was not clear what medication was in the pump at that time; however, the pump had been used to deliver clonidine, bupivacaine, baclofen and dilaudid. No further information was provided. Additional information has been requested but was not available at the time of this report.